Event description:
It was reported that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, as a result of the implantation of the products, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury, has been forced to undergo corrective surgery, and will likely be forced to undergo additional corrective surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.